Manufacturer narrative:
(B)(4). The device involved in the event was not available it was discarded, therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date the patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient had difficulty flushing the intestinal tube. On (B)(6) 2017 the patient had an upper endoscopy and was found to have a coiled and knotted tubing. The tubing was removed and replaced. The tubing was discarded.